Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that patient's atrial lead exhibited far r oversensing leading to mode switch. No intervention was performed. There were no patient consequences.